Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-03385. It was reported the pt experienced a seizure during the occipital (off-label) trial procedure. As a result, the pt was sent to the ER for diagnostics. The neurologist determined the pt had experienced a pseudo-seizure of which the pt has a history of. It was also reported the pt experienced another seizure 2 days after the trial procedure. No additional info is available regarding the issue.